Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the led indicator does not work while the battery is charging. There was no patient harm.